Manufacturer narrative:
Other, other text: h-10 investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of leaking was confirmed. The physical condition of device revealed missing drain tube and elbow fitting. Cracked tank cover, along with wear and tear damage to the front cover. Outdated pcb and power switch. Faded cord line. The complaint was verified by visual inspection, along with running test by filling tank and plugging in. No action was taken to replace parts and the decision was made to scrap the device, as it was aged and beyond economical repair. Additional information revealed no patient involvement, as event was discovered when filling chamber with water and plugging in.

Event description:
Additional information received 6 november 2020: did not cause any patient injury was found to be leaking when water was added no delay to patient care no alarms wasn't plugged in.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given testing and found to leak from cracks in the tank cover. The issue was determined caused by wear to the component.

Event description:
It was reported the device was found leaking at the water tank. No adverse effects to patient reported.